Event description:
Additional information was received from the patient (pt). Pt reports the cause of the settings not available message was "wouldn't connect they said battery was defect". Pt reports they replaced the battery as it "wouldn't take charge wouldn't last long". Pt reports the cause of the implant burning while charging was unknown "it just stings when trying to charge could only charge 10-15 minutes while charging". Pt reports the issue was not resolved and they replaced the device with another manufacturer's device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 coding updated to more accurately reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). The rep reported that the patient's settings were adjusted, which seemed to rectify the issues.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they have been having issues with the controller for quite some time. Patient said the representative fixed it one time and it worked for a little bit but now it is acting up again. Agent asked when this started and patient said off and on for a year. Patient has been resetting the controller. Patient plugged the controller into the ac power supply without the battery pack and the controller turned on. Patient put the battery back in and confirmed the green light was blinking. Patient unlocked the controller and saw settings not available. Agent reviewed meaning of the message. Pt confirmed this is the code she has been seeing. Agent reviewed this is an ins concern and not equipment. Patient was able to start a charging session of the implant. The troubleshooting steps that were taken on the call did not resolve the issue. Patient also mentioned that sometimes when they charge the implant, the implant in their back kind of burns and that started probably a month ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.